Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 16.5 mmol/l and the sensor glucose was 10 mmol/l at the time of incident and other blood glucose was 12.5 mmol/l, 2.2 mmol/l and sensor glucose was 5.7 mmol/l. Customer stated that the insulin delivery was suspended due to sensor values. Customer stated that the calibration was not accepted, snooze and suspended. Customer stated that they run the calibration and it was accepted, the sensor glucose value was 11.1 mmol/l and blood glucose was 11.7 mmol/l. The sensor will not be returned for analysis.